Event description:
A (B)(6) old male pt contacted zoll customer support to report that he received a message indicating a problem with the equipment. When prompted to download, the pt's flag files revealed numerous can comm timeout flags and service code 107 flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem ('problem with equipment' / can comm timeout / service code 107) has been confirmed. The cause of the 'problem with equipment' message is the can comm timeout faults and service code 107 - abnormal shutdown. The cause of the service code 107 is the can comm faults. The cause of the can comm faults is a disruption in the communication between the belt, through the can transceiver (component u409), and the monitor, via the pld and dsp. The cause for the disruption in communication between the belt and monitor is poor solder connections on component u413, the can controller. The cause of the poor solder connections cannot be positively determined but is likely assembly error. No adverse event resulted from the disruption in communication. The pt received a replacement monitor.